Manufacturer narrative:
Eval method - lens work order search. Results - a lens work order search was performed, and no similar complaints were found within the work order. Conclusion: based on the complaint history and the work order search, a specific root cause of the event could not be determined.

Event description:
The pt reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in 2006 in his right eye (od). The pt has been experiencing half-halo effect at night when driving and when looking at distant lights. The pt reported that the half-halo effect is barely noticeable at night now, he feels he may have gotten conditioned to it. The facility reported at his last post-op visit in 2007, the pt did not indicate he was having a problem with halos. The pt's bcva was 20/20. The pt's pupils were measured in the dark and measured 9.5mm. The facility reported the pt has large pupils and this is what may be causing the halos.